Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 part of jaw had melted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated : additional MFR narrative. Corrected fir statement : specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. Updated: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4). The device was returned to the factory for evaluation. Signs of clinical use were observed. A visual inspection determined that the heater wire was slightly flexed away at the center from the hot jaw. The wire remained in place at the base and tip of the jaws. Small amount of tissue and char buildup was observed on the jaws. No defects such as "melted jaws" was observed. Based on the returned condition of the device the reported complaint was not confirmed for ¿melted jaws", but was confirmed for analyzed failure "bent -wire". Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fr) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 part of jaw had melted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.